Event description:
It was reported that the 2500 system will not boot up. No patient injury was reported.

Manufacturer narrative:
The field service rep determined the workstation hard drive may have been defective. He was unable to repair the system since parts are no longer available. The system is end of life.